Event description:
Complainant alleged that during functional testing, the device prompted a "do not use" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The product has been received and a follow-up report will be provided when our investigation is completed.